Event description:
Hamilton g5 ventilator with alarm, 'panel connection lost', pt not ventilating and no oxygenation provided. Pt's spo2 decreased from mid 90s to spo2 low of 47%. Staff had to remove pt from vent, ambu on 100% o2, and had to switch out the vent. Pt recovered oxygenation after removal from vent. Hamilton medical engaged to provide software upgrade identified as needed per a practice alert sent out by the company to community health network 04/03/2019. Hamilton medical upgraded ventilator in question 05/02/2019 and are upgrading the software of all g5 ventilators in the network by tuesday, 05/07/2019 per their provided timeline.